Event description:
The biomedical engineer (bme) reported that the bsm-1733a intermittently stopped reading blood pressure when docked in a docking station and used with a (B)(4) (g9) bedside monitor. There was no error message given on either device. No patient harm reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the (B)(4). Intermittently stopped reading nibp when docked in a docking station and used with a (B)(4). (G9) bedside monitor. There was no error message given on either device. They disconnected the unit from the docking station then reconnected it and started to work again. They had tried this unit with other g9 monitors, with the same results. No patient harm or injury was reported. Investigation summary: nihon kohden technical support (nk ts) initiated a warranty exchange. The unit was sent in for evaluation and repair, and nihon kohden repair center (nk rc) was able to duplicate the issue. Nk rc noted that the root cause of the nibp issue is physical damage. Due to the damage sustained, the front case needed to replaced and the spo2 firmware needed to be upgraded. Nk rc also replaced the pump assembly, solenoid valve, front enclosure, operation panel, touch panel, and the masimo board. Nibp is a noninvasive determination of blood pressure and is used in conjunction with information obtained from other vitals and ECG to determine the patient's status. The risk of nibp failure is that there is a loss of monitoring of blood pressure for one patient. The bedside monitor will retain the ability to monitor the remaining vital signs and cardiac rhythm, as well as to generate alarms and transmit signal to a cns. Nibp failures may result from device damage or broken components including damaged buttons on the control panel, broken nibp sockets on the bedside device, or physical damage impacting internal components (e.g., pump, dpu, power bd, digital bd). Issues may arise due to wear and tear of the nibp components resulting in nibp circuit failure, pump failure or a stuck solenoid.

Manufacturer narrative:
The biomedical engineer (bme) states that the bsm-1733a intermittently stops reading blood pressure when docked into a docking station and used with a csm-1901a (g9) bedside monitor. The customer stated that there is no error message on the bsm and the g9. The bme has tested the unit and could not duplicate the issue, but when they put it back into service it happens again. They believe it could be a connection issue because when they have it docked they will happen. They unplug the unit from the docking station and plug it back in and it starts to work again. They have tried unit with other g9 units, and the same thing happens. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: concomitant medical device: the following device(s) were being used in conjunction with the bsm but serial number information was noted as no information (ni), as attempts to obtain information were made but information was not provided. Bedside monitor- model: csm-1901a. Sn: ni.

Event description:
The biomedical engineer (bme) states that the bsm-1733a intermittently stops reading blood pressure when docked into a docking station and used with a csm-1901a (g9) bedside monitor. The customer stated that there is no error message on the bsm and the g9. The bme has tested the unit and could not duplicate the issue, but when they put it back into service it happens again. They believe it could be a connection issue because when they have it docked they will happen. They unplug the unit from the docking station and plug it back in and it starts to work again. They have tried unit with other g9 units, and the same thing happens. No patient harm reported.